Manufacturer narrative:
No device was returned for investigation and due to this, the root cause of the customer reported issue was not confirmed. Device history review was not completed due to no lot number being provided. If the device is returned, investigation will be completed with the results sent in a supplemental report.

Event description:
It was reported that the secretions rarely come out of the port even though many secretions were observed above the cuff. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.